Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) reported feeling intense heart rates/beats, similar to when a lead threshold test was being done. The device was also emitting beeping tones. Technical services discussed the beeping was because beep when out-of-range was programmed on for the right atrial (ra) lead and the ra lead has had high, out-of-range pacing impedance measurements for about a year. The device had been reprogrammed to vvi mode, with atrial sensing left on for tachy discrimination. Technical services discussed the patient must be sensitive to right ventricular (rv) pacing and recommended turning off "trend" on the rv to see if it helps resolve the patient's symptoms. Also, it was recommended to program off the beep when out-of-range on the atrial lead. No adverse patient effects were reported. The device remains implanted and in service.